Event description:
It was reported that the right atrial lead exhibited noise. The noise could not be reproduced with isometrics. The device was reprogrammed. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.